Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized from (B)(6) 2021 to (B)(6) 2021. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the incision site. About 10 days post implant surgery the recipient developed methicillin-resistant staphylococcus aureus (mssa) otorrhea from the implanted ear. The recipient was treated with antibiotic ear drops and two 10 day courses of oral antibiotics. About 25 days post implant surgery the recipient presented with redness at the incision site. The recipient was admitted for IV antibiotics and was given a four week course of antibiotics via peripherally inserted central catheter (PICC) line. The recipient's infection resolved and was discharged from the hospital.